Event description:
The customer reported that a cardiac troponin (accutni) no value result with an instrument generated flag was generated on the access 2 immunoassay system for one patient's sample. The instrument generated flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. Beckman coulter inc. Assessment of instrument assay performance information indicated that the s0 assay calibration standard relative light units (rlus) were higher (18686 rlus) than peer values. The beckman coulter inc. Technical representative recommended the recalibration of the assay and the retesting of the patient sample. Upon recalibration, the s0 rlus were lower (10,754 rlus) and more in line with peer data. The customer repeated the patient result and the post-recalibration accutni patient result generated a numerical result which was considered valid. The no value result was not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information, and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of assay calibration results resulted in the recommendation to recalibrate the assay and repeat patient results. Upon completion of recalibration, valid numerical patient results were generated. Recalibration of the instrument/assay resolved the issue.